Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as scalding and weeping where the electrodes are and under the breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse advised keeping the area and electrodes clean for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.